Manufacturer narrative:
The product was returned for analysis. This report will be updated upon the completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). The device was surgically explanted. No additional adverse patient effects were reported.